Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "check pads" message. Complainant indicated the clinician switched to 2 other devices, m series s/n (B)(4) ((B)(4)) and r series s/n (B)(4) ((B)(4)), along with 3 sets of non zoll electrodes (covidien) to continue treating the patient. One set of electrode pads were retained and will be sent in with the 3 devices for evaluation. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated two (B)(4) series and one (B)(4) series devices and the devices performed to specification. Review of the (B)(4) series device activity logs does confirm that shocks were delivered. It is noteworthy to mention there were no clinical files returned for evaluation. Further communication with the customer indicated the patient had no movement after the defibrillator delivered the shocks. The customer was informed that patient involvement after a shock is delivered not necessarily is an indication the device did not deliver the energy. The devices were recertified and returned to the customer. No trend is associated with reports of this type.